Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 8 months after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. Immediate load was not executed. The patient presented bone type iii.